Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge cracked while injecting the iol. The iol was delivered into the eye and was not affected by the cracked cartridge. The reporter alleges that all the issues occurring have been with cartridges that are shipping with their custom paks. When they use stand alone cartridges shipped in separately, the issues seem to resolve. Additional information was requested. There are three medical device reports associated with this facility. This report is 1 of 3.